Event description:
Symptoms resolved approximately 2 months post injection.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with 3 syringes of juvéderm voluma® xc in the temple and cheeks (1.5ml in the temple and 1.5ml in the cheeks), the patient experienced a dull throb and pressure in the temple 1 month later. Four days later it felt like the pain was coming down their cheek and they couldn¿t chew or open their mouth. Two weeks after symptoms began the patient was prescribed a medrol dosepak. The swelling is down, but the patient is still having tenderness in the temple and cheeks. The symptoms have improved but not completely resolved.